Event description:
Pt was admitted 7/18/96 with gib and copd. On 7/25/96 a catheter was inserted in the left cephalic vein. About an hr later, he experienced angioedema of the throat and uvula and swelling at catheter site and forearm. Bp dropped. Catheter was removed and swelling decreased.